Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 7/25/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision with a contour profile high gel - lumera gel prosthesis that experienced rupture on the right breast prosthesis post procedure. As a result, the patient underwent bilateral removal and replacement with unspecified mentor gel prostheses on (B)(6) 2018.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 9/4/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained no gel. No foreign material was observed within the device. Gel was observed on the shell surface. During visual examination, mentor product analysis lab observed the device severely rented. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since the device was found severely rented. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
On 9/25/2019, mentor became aware that previously submitted asrs (report identification numbers ip-00016375 and ip-00016376) are duplicates of this event. Any additional event information received will be submitted under this manufacturer's report number. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor has become aware that another previously submitted asr file (B)(4) is also a duplicate of this event. Any additional event information will be submitted under this report number. Manufacturer's reference number: (B)(4).